Manufacturer narrative:
It is unknown when device became stripped. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation (orif) with femoral neck system (fns) system was applied to femoral neck fractures. The implantation of the fns was performed based on the technical guide, and there were no problems during the surgery. One week after the operation, the patient fell and the implant was dislocated. However, it is unknown if there was a causal relationship between the two events. On (B)(6) 2018 (postoperative day 9), the surgeon contacted the sales representative. At that time, it was observed that the femoral head had become shorter, and the neck bolt had backed out. On (B)(6) 2018 (postoperative day 14), revision surgery was performed. Patient underwent total hip arthroplasty. During removal of the fns devices, the locking screw for side stopping could not be removed, and its recess was stripped. The surgeon broke off the screw head using a diamond carbide and a carbide drill bit with 4.0 diameter and was then able to remove the plate successfully. Surgery was delayed by ninety minutes. Patient is currently in the hospital; status is unknown. Concomitant devices: femoral neck system plate 1-hole ¿ sterile (part: 04.168.000s, lot: l468861, quantity: 1). Neck fix anti-rotation screw l80 tan (part: 04.168.480, lot: unknown, quantity: 1). Bolt for fms 80 mm length ¿ sterile (part: 04.168.280, lot: l836409, quantity: 1). This report is for a 5.0 mm titanium (ti) locking screw self-tapping with t25 stardrive 42 mm-sterile. This is report 1 of 1 for (B)(4) and captures the intraoperative event of the revision surgery. The migration of the fns bolt following implantation is captured in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note, this DHR review is for sterilization procedure only: part no.: 412.215s; lot no.: l790932; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: 23.feb.2018; expiry date: 01.feb.2028. Non-sterile 412.215 / l751518 was manufactured in mezzovico. Release to warehouse date: 05.feb.2018. The device history record shows this lot of 80 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was sent to product development for investigation. Summary: the locking screw head is missing, due to the drilling procedure that was executed in order to remove the screw from the plate. The stripped recess is no longer there and no further conclusions can be drawn. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.